Event description:
It was reported that the user experienced an alert 38 motor stall that persisted after initial restart attempts, and customer care guided the user to disconnect the ilet, rewind, perform a dry run to 120 units without supplies, then complete a full supply change and resume insulin delivery. Symptoms included no reported change in blood glucose. Outcomes included continued therapy after successful troubleshooting and shipment of replacement infusion supplies, including a longer tubing option at the user¿s request. Investigation included technical troubleshooting with a dry run and supervised supply change. Investigation of this case revealed that insulin delivery resumed normally after replacing supplies and completing priming, indicating a transient motor stall that did not recur post-intervention. It was concluded that the device functioned as expected after the supply change and priming, with no further adverse clinical impact.